Event description:
During remote monitoring, atrial fibrillation alerts were delivered by the device inappropriately as the device was programmed in vvi mode. No intervention was performed at this time. The patient was stable and will continue to be monitored.